Event description:
It was reported to boston scientific corporation that an rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, the procedure was stopped because the doctor was not able to advance instrument through the scope. The scope was put aside and a new scope was used and the procedure was completed. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable. The scope that was put aside was sent to the scope company for repair. The hospital was informed that a piece of foam from the biopsy cap was retrieved from the working channel.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of the biopsy cap sponge being pushed out into the scope. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.